Event description:
Caller reported that pump experienced a malfunction, displaying malfunction code malf 12. There was no adverse impact to the customer's blood glucose level, with readings not exceeding 500 mg/dl. Customer will continue using current pump until replacement arrives, as advised by technical support, who also confirmed shipping address and instructed caller on returning the malfunctioning pump. Replacement pump with updated software was sent by technical support, and caller was informed of necessary steps upon receiving it.